Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was doing a lot of walking and her pain had started (B)(6) 2015. It was noted that the patient had two artificial knees. There was a loss of therapy and the patient had pain in her legs; this was considered a sudden change in therapy/symptoms. It was noted that the patient had not checked the implantable neurostimulator (ins) with the patient programmer. When synching the ins with the patient programmer to confirm ins status/programming, the patient programmer showed stimulation was off. Stimulation was turned on, and this resolved the issue. It was further reported that the patient had stimulation in the ribs while on program b at 5.80 v. The patient then changed to program c and was now feeling stimulation in the legs. Troubleshooting resolved the reported issue. It was noted that the ins was last charged (B)(6) 2015. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.